Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was outside the labeled altitude operating range; however, alarm was unable to be cleared. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.